Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels while control iq exercise mode was turned on. Bg values were not provided. Customer turned off exercise mode while exercising to address the issue. No additional information was provided. Customer declined to troubleshoot with tandem technical support.